Manufacturer narrative:
The quality control (qc) results were within the range. The samples are stored refrigerated and are spun at site of draw. The samples are spun at 3000 rpm for 15 minutes. The customer states no issues with the system. The atellica im cov2g IFU states in the limitations section: "the clinical applicability of a quantitative or semi-quantitative result is currently unknown and cannot be interpreted as an indication or degree of immunity nor protection from reinfection, nor compared to other sars-cov-2 antibody assays. This device should not be used to diagnose or exclude acute sars-cov-2 infection. Direct testing for sars-cov-2 with a molecular assay should be performed to evaluate acute infection in symptomatic individuals. Performance characteristics have not been established for the assay used in conjunction with other manufacturers' assays for specific sars-cov-2 serological markers. Laboratories are responsible for establishing their own performance characteristics. Results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A negative result for an individual subject indicates absence of detectable anti-sars-cov-2 antibodies. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. A negative result can occur if the quantity of the anti-sars-cov-2 antibodies present in the specimen is below the detection limits of the assay, or the antibodies that are detected are not present during the stage of disease in which a sample is collected." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a nonreactive (negative) atellica im sars-cov-2 igg (cov2g) result for a patient sample. A second sample from the same patient was collected at the same time and sent to another laboratory and tested on an alternate method. The result was positive. The patient sample was sent out because the nonreactive result was questioned by the physician. A corrected report was issued. The patient is not symptomatic and received covid vaccination. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2g result.

Manufacturer narrative:
MDR 1219913-2021-00210 was filed on april 01, 2021. April 03, 2021 additional information: the sample that was sent out for testing was not tested at the customer site. The customer did state that a third sample was collected and tested at their site. The result was negative for cov2g. Siemens healthcare diagnostics continues to investigate.

Manufacturer narrative:
MDR 1219913-2021-00210 was filed on april 01, 2021. MDR 1219913-2021-00210 supplemental report 1 was filed on april 28, 2021. May 05, 2021 additional information: a sample from a patient post vaccination was non-reactive with atellica im sars-cov-2 igg (cov2g) lot 005 and reactive with the alternate method. The information on when the vaccine was administered and when the sample was drawn were not provided. The atellica im cov2g IFU states (11207033_en rev. 01, 2020-07): "the clinical applicability of a quantitative or semi-quantitative result is currently unknown and cannot be interpreted as an indication or degree of immunity nor protection from reinfection, nor compared to other sars-cov-2 antibody assays. Sars-cov-2 antibodies may not be detectable in patients with recent infections (7-10 days or less) or in samples collected from patients less than 7 days from a positive polymerase chain reaction (pcr) result. Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." There is not an expectation the siemens cov2g assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. The cov2g assay antigen target is the s1 rbd antigen and the alternate method is s1/s2 antigens. Based on the information provided, no product problem identified. No further evaluation of the device is required.